Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller is currently with a patient who is unable to increase and/or receive stimulation above 0.2, 0.3ma. Reviewed performing impedance test. Caller indicated she is unable to get into clinician app as she is a scs rep and patient has interstim micro. Caller explained the interstim was implanted off-label and the lead and ins are in the arm, peripheral pain. The standard password(s) were not working so we generated a new password. Caller entered the app and navigated to the impedance test screen. Caller reported all combinations were >4,000 ohms, except for c+and 3 = 339 ohms. Assisted caller with programming c 3. Patient was getting stimulation in the wrist. Advised caller this is the only electrodes useable and it is possible to adjust pw or rate for comfort. Caller will discuss outcome to physician.

Manufacturer narrative:
Product ID: 978a128, lot# va2dds9, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported problem with stimulator and experienced a lot of pain the patient called reporting a problem with the stimulator and experiencing a lot of pain in their arm. Patient reported they have not had any substantial relief of pain. Sometime last fall something went wrong with the lead and 3 of the wires inside the lead were not functional. The clinician tried to find out how to resolve and "tried every combination possible". They determined patient only has one wire that is functional. Last thursday patient opened the cupboard door and had horrible pinching and pain in their arm and their 2 fingers affected by peripheral nerve damage, and it was extremely painful. Patient they tried to figure out a combination of pulse width, amplitude, and rate to help patient but could not. It hurts constantly and it is not ordinary pain it is unbearable. It feels like a pounding sensation in the wrist. Patient cannot function, do household things, sleep, or move their arm which is scaring them. If they move their arm a certain way, they get a horrible pain. Patient has plans to meet with a rep and was still getting a lot of discomfort and pain during the trial and lori told patient not to get discouraged encouraged them to continue onto implant even though patient was not achieving desired therapeutic effect. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2dds9 implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.